Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, as an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link needlefree IV connector clotted during patient therapy. There was patient involvement reported, however there was no adverse event reported. Additional information was requested and is not available.